Manufacturer narrative:
(B)(4).

Event description:
It was reported that a diagnostic anomaly was observed when an asymptomatic patient presented through merlin.net transmission. Device diagnosed vt as supraventricular tachycardia and patient received therapy when the rhythm was accelerated. Patient was called in clinic and programming changes were made. Patient was doing fine.